Manufacturer narrative:
Additional suspect medical device, serial number continued: 007689-007809 and 007813-007814 this report is being submitted to add. UDI # = (B)(4).

Manufacturer narrative:
Additional suspect medical device, serial number continued: (B)(4). This report is being submitted to correct the type of report. 7-day selected in error. 30- day should be marked.

Manufacturer narrative:
This field action is associated with cell-dyn emerald instrument serial numbers ending in (B)(4), (B)(4), and (B)(4) (list number 09h39-01) and spare kits of the emerald diluent tubing (list number 09h50-01) serial/control number (B)(4). A product recall letter has been issued to all customers who have installed instruments with the impacted serial numbers and customers who have received the impacted emerald diluent tubing. The letter informs the customer of the following: - abbott representative will be contacting them to schedule an appointment to replace the tubing - the customer may continue to operate their instrument per the requirements outlined in section 5 of the operators manual, "background counts must be within acceptable limits before running controls or patient specimens" and "all data should be considered for patient care management. If the results are inconsistent with clinical evidence, additional testing is suggested to confirm the result."

Event description:
Abbott laboratories was notified of a supplier issue regarding the diluent tubing that is placed inside the reagent container on cell-dyn emerald instrument serial numbers ending in (B)(4), (B)(4), and (B)(4) as well as spare kits of the emerald diluent tubing used for replacement. The tubing appears cloudy or to have a powder/film on the inner and outer surfaces. This issue may potentially lead to falsely elevated platelet (plt) results. There has been no reported patient harm due to this issue.